Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient and device information.

Event description:
It was reported that patient did not use the system in 3-4 years. In turn ipg became inoperable. As a result, surgical intervention may be pending to address the issue.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.